Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the customer observed that universal surgical manipulator 3 (usm) was having non-intuitive motion. The customer stated that tapping the camera pedal would stop usm 3 from moving unintuitively. There was no collision and no errors for the sterile adapter. The system logs were not available for review. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was unable to reproduce the reported problem. The isi fse switched universal surgical manipulator 3 (usm) and usm 4 to see if the issue would follow. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.